Event description:
The patient reported an infection that occurred a few years ago during a stimulator implant. It was noted that the patient was on an IV and antibiotics for 6 months. It was noted that the patient had her device implanted prior to 2005. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).